Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported fatigue fracture of the neck of the femoral component 9 years after implantation. Patient was admitted to hospital and required to undergo revision hip replacement.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed following visual inspection. Device evaluation and results: visual inspection was performed as part of the material analysis report. Images of the device are included in the mar. The report noted: "the anterior and posterior surfaces of the proximal end of the fractured stem were viewed. The anterior and posterior surfaces of the distal end of the fractured stem were also viewed. Damage consistent with explantation and cement-mantle breakdown was observed on the stem. The fracture surface associated with the proximal and distal ends of the fractured stem were viewed. Post-fracture damage was observed on the fracture surfaces." A material analysis report concluded: "the device fracture is fatigue with the final fracture occurring in overload. The fracture origin was at or near the location of the superior-anterior inner diameter of the prehension hole. Eds showed the stem was consistent with (B)(4) alloy. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
The customer reported fatigue fracture of the neck of the femoral component 9 years after implantation. Patient was admitted to hospital and required to undergo revision hip replacement.